Event description:
The facility representative reported a issue involving pca ii (patient controlled analgesia) pump where "a patient witnessed the nurse enter the pass code then later the patient entered the pass code and self administered a bolus of an unknown drug". This condition occurred during patient use. The area where this event occurred is 4th floor. It is unknown if there was any patient injury, adverse event or medical intervention associated with this report, although it was stated the patient is now "fine". No additional information is available.

Manufacturer narrative:
(B)(4)the device will not be sent back to baxter for evaluation.